Manufacturer narrative:
Batch review performed on 06 november 2017. Lot 140488: (B)(4) items manufactured and released on 06 may 2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining swelling. The surgeon determined that a hemotoma had developed causing the swelling. The surgeon performed a revision replacing the 14mm size poly with a 12mm. The surgery was completed successfully.